Manufacturer narrative:
There was no damaged observed on the second returned delivery microcatheter lantern (lantern). Evaluation of the returned lantern revealed multiple ovalizations on the distal 5cm of the catheter. These damages were likely caused by advancing the device against resistance. If a guidewire is not used this type of damage is more likely to occur. A demonstration coil was advanced through the returned lantern without issue. If the lantern ovalizations were temporarily ovalized to further extent, they may have contributed to the resistance experience while advancing ruby coils during the procedure. Evaluation of the first returned ruby coil revealed the embolization coil was detached and the pusher assembly was kinked and fractured. These damages were likely a result of forcefully advancing the device against resistance. If the pusher assembly becomes fractured it will allow the pull wire to retract from the ddt, effectively detaching the embolization coil. Further evaluation revealed damaged sections on the embolization coil. These damages were likely a result of repeated manipulation when the coil was stuck protruding from the catheter tip. There was no damage observed on the second lantern used in the procedure. A demonstration coil was advanced through the device without issue. Evaluation of the returned pod packing coils (podjs) revealed detached embolization coils. Both of the embolization coils were detached via sr wire fractures. This damage is likely a result of retracting the devices against resistance. If the embolization coil was partially out of the tip of the catheter it may have become pinned in a way that could have contributed to this resistance. Further evaluation revealed kinks on the pusher assembly. These were likely incidental and occurred during packaging for return to penumbra. Penumbra catheters and coils are inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report numbers: 3005168196-2017-02028, 3005168196-2017-02029, 3005168196-2017-02030, 3005168196-2017-02040.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-02028, 3005168196-2017-02029, 3005168196-2017-02030, 3005168196-2017-02040.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using lantern delivery microcatheters (lanterns), ruby coils and pod packing coils (podjs). During the procedure, the physician placed an unknown manufacturer's 5f guide catheter in the target vessel, then advanced a lantern through the catheter. It was reported that the tip of the lantern was inside the aneurysm but very close to the tip of the guide catheter. The lantern was then manually flushed and a ruby coil was successfully deployed and detached without any issue. While attempting to advance a new ruby coil through the lantern, the physician experienced resistance and subsequently, the ruby coil became stuck inside the lantern. Therefore, the physician decided to remove the lantern and ruby coil altogether. The physician then advanced a new lantern into the target vessel and used a continuous flush this time. However, while attempting to advance two podjs through the new lantern, resistance was encountered and subsequently, the podjs became stuck inside the new lantern. Therefore, the lantern and both coils were removed. The procedure was completed using the same guide catheter, a non-penumbra microcatheter, five ruby coils and three podjs. There was no report of an adverse effect to the patient.